Manufacturer narrative:
(B)(4).

Event description:
It was reported during a radiation treatment, a patient received inappropriate antitachycardia pacing therapy to treat an inappropriately detected ventricular fibrillation rhythm caused by noise artifact on the ventrcular channel. The lead noise caused the device to inhibit therapy when the device was charging. No device adjustments were suggested. The patient will continue to be monitored remotely.